Event description:
Customer reported a past event of low blood glucose with the lowest level reaching 50 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action. Technical support recommended consulting a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.